Event description:
Reportedly, the instrument did not fire properly. Some staples were visible but it did not close the rectum off completely. This resulted in additional 1 hour in case time. The surgeon had to hand sew anastomosis to complete the case. Procedure: low anterior resection. Pt sex: unknown.